Event description:
The manufacturer received information alleging a ventilator inoperative error code was discovered in the device's event log during evaluation. This issue has been identified under the fsn 2023-cc-src-039 due to interruptions and/or loss of therapy due to a ventilation inoperative alarm. There was no patient harm or injury reported with this notification. The device was not in patient use. During the evaluation of the device at a third-party service center, a ventilator inoperative error was confirmed in the event log. The device's circuit board needs to be replaced to address the issue.

Manufacturer narrative:
Correction: it was previously reported that the component required for the repair of the device was a printed circuit board assembly. However, the component code for sensor, was entered in error on the initial report. The component c-code has been updated in this correction follow-up report to reflect that the printed circuit board assembly was replaced in the device to address the central processing units' issues indicated by the error codes previously reported. Additional information received 31 oct 2025: the third part service center has verified "this device has been serviced, inspected, tested, met acceptance criteria in accordance with all of the applicable customer requirements" after replacement of the printed circuit board assembly.